Event description:
According to the reporter, the customer called in to report a capsule failure to attach. There was no harm to the patient and medical intervention was not required. There was nothing unusual about the patient or the procedure itself that led to the event. An endoscopy was not performed prior to the procedure. The user has been performing for 4 months and was trained by a given representative. Vacuum pressure prior to the procedure was 600mmhg. Lubricant was used to facilitate capsule placement. The customer is not sure what caused the failure to attach.